Manufacturer narrative:
The review of provided data highlighted a ventricular lead issue. The in-clinic follow-up data that were provided were recorded during the in-clinic follow-up of the subject device eno dr s/n (B)(6). The subject device was implanted on (B)(6) 2020 and connected to atrial and ventricular solia leads from biotronik. No device memory data from 2023 and 2024 were provided. Recorded data from in-clinic follow-ups in 2022 were provided. During the in-clinic follow-up on (B)(6) 2024: normal ventricular egm during sensing test, r-waves presents with 8mv amplitude: sometimes r-waves have different amplitudes, some r-waves are very low. Ventricular lead issue is suspected. Intermittent loss of ventricular sensing during the in-clinic follow-up on (B)(6) 2024 is highly suspected. The flat egm during the av block episode here below is most probably a display issue that would have disappeared by interrogating again the eno device. In the provided data from (B)(6) 2022, during the recorded of a ventricular burst on (B)(6) 2021, there are markers and egm showing ventricular and atrial lead issues. The reported event is not linked to the subject pacemaker. It is due to a ventricular lead issue (non microport lead). In-clinic measurement should be performed to check the ventricular lead integrity and as well the atrial lead integrity. Based on the available data, no malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, in one of the avb episode, there is one ventricular pause where no ventricular egm is displayed. Why?